Event description:
It was reported the patient presented to the clinic for normal follow-up and the lead was diagnostically imaged. Via fluoroscopy, externalized conductors were noted. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.